Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5109776.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead repositioning procedure. The patient was doing well postoperatively, and the leads remain implanted and in service.